Event description:
The service report shows that a 7200 ventilator displayed visual alarms with no audible alarm. The customer's biomed dept verified the intermittent audible alarm only once and could not duplicate again. The biomed inspected the device and replaced the alarm assembly as a precaution. The unit passed extended self testing and is now back in service. There was no pt involvement associated with the malfunction.